Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, it was presumed that the event was caused by physical stress / chemical stress / storage environment, etc. - according to the inspection result by local service department, insertion tube had a scratch. - IFU states caution regarding physical stress, reprocessing method and storage environment of device. - according to the past similar case, event was caused by physical stress / chemical stress / storage environment, etc.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.